Event description:
It was reported the pt is unable to receive adequate stimulation due to the pt programmer malfunctioning. The pt was issued a replacement pt programmer and battery pack. Follow-up indicated the replacement pt programmer resolved the issue and the pt has effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.